Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Pericardial fluid was found on echo during ablation of the left pulmonary vein (lpv). Since there was no decrease in blood pressure, the pericardiocentesis was performed post-procedural. Ablation was performed before tamponade was identified. There was no steam pop identified. An irrigation catheter was used and the flow rate setting was 8 ml/min when energized. The patient was sent to the ICU for observation for a few days. The physician's opinion on the relationship between the event and the product is that it may have occurred during manipulation by a young physician.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 16-aug-2022. The device evaluation was completed on 31-aug-2022. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Pericardial fluid was found on echo during ablation of the left pulmonary vein (lpv). Since there was no decrease in blood pressure, the pericardiocentesis was performed post-procedural. Ablation was performed before tamponade was identified. There was no steam pop identified. An irrigation catheter was used and the flow rate setting was 8 ml/min when energized. The patient was sent to the ICU for observation for a few days. The physician's opinion on the relationship between the event and the product is that it may have occurred during manipulation by a young physician. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for lot 30775751l, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).